Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, no image was present during testing. Additionally, it was also noted that the video cabling had an appearance abnormality. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their olympus camera head was not producing an image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to e1. The initial reporters name was inadvertently left out of the initial prior medwatch. Additionally, please see updates to h4 and h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the loss of image was due to water invasion from the faulty/broken cable. The root cause of the event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information provided by the initial reporter. The investigation is still on-going. Should further information be provided, another reported will be submitted.

Event description:
Additional information was received from the initial reporter noting that this occurred during preparation for a tur procedure. It was completed using a similar replacement device. There was no negative impact to the patient.